Event description:
Caller reported a cartridge alarm 20, and it was confirmed that there was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, as the existing pump was still under warranty. The customer was instructed on how to prepare and return the problematic pump, ensure insulin delivery with backup therapy, and program settings into the replacement pump.